Event description:
It was reported that on b)(6) 2010, approx 17 months post xience v stent implantation in the proximal left anterior descending artery (plad), via angiogram, 30-40% in-stent stenosis was seen. There was no treatment. Although requested, there was no add'l info provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported stenosis is listed in the instructions for use (IFU) as known adverse events. Although a conclusive cause for the reported pt effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to mfg, design or labeling.